Event description:
It was reported that during an office visit the left ventricular (lv) lead showed loss of capture. The lead was reprogrammed to a different vector. The lead is still in use. The patient is enrolled in the (B)(6) trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.